Event description:
Additional information was received as follow: the aortic neck measures 32 mm in diameter and is 5 mm below the renals. An endurant aortic cuff (B)(4) was placed unintentionally a little high approximately 2 mm and partially covered the renal arteries. The physician stented the right renal artery with another manufacturer's 7 x 24 stent and the left renal artery was stented with a 6 x 18 racer stent. The procedure was successful. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, method: (films). Evaluation, results: inherent risk of procedure (stent graft migration, endoleak); patient's condition affected effectiveness of device (disease progression, aortic neck dilatation, patient was lost to follow-up). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (disease progression, aortic neck dilatation, patient was lost to follow-up).

Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately four years ago. Vessel morphology from the time of implant was reported as the aortic neck was 26-29 mm in diameter and it was 3 cm long. The films from one year post index procedure revealed a proximal type I endoleak and a type ii endoleak. There was no intervention performed. The patient was lost to follow-up for the following three years. A recent CT revealed that there is a change in the aortic neck size and length, where the aortic neck was now 8-10 mm long and 31 mm in diameter. The stent graft looks to be about 5-7 mm below the renal artery. No intervention has been performed. No additional clinical sequelae were reported and the patient is fine. The film review of returned images post-implant could not confirm any obvious stent graft migration, as the stent graft was placed just below the lowest (left) renal. The proximal type I endoleak was confirmed.